Event description:
Re: phillips dream station c-pap machine. I began using this device in (B)(6) 2017. In (B)(6) 2017 I had the first of a series of reactive airway disease episodes, which lasted about 10 weeks before appropriate treatment was identified (prednisone, 10 days). I had not had any rad episodes before (B)(6) 2017. The episode began with a viral respiratory infection in early (B)(6). While my co-workers got sick and recovered, my symptoms went on for weeks. Symptoms included shortness of breath, non-productive cough, pronounced fatigue, flu-like symptoms, severely swollen sinuses without much congestion, mid-facial headaches, and reduced cardio-vascular functioning. I am a very active recreational cyclist and at that time had been regularly taking extended rides 3 or 4 times a week of 30 to 70 miles, sometimes up to 100. During these episodes I became noticeably out of breath walking up a single flight of stairs. After experimentation it seemed that a 10-day course of prednisone was usually enough to settle things. About a year and a half ago I switched allergists. Allergy testing had indicated that I was not responding to pollens and other allergens for which I had previously received immunization therapy. I had been diagnosed as having chronic non-allergic rhinitis-sinusitis. After hearing about my episodes the allergist commented that it sounded as if I might have something like n-erd (nsaid exacerbated respiratory disorder). He began treating me on that assumption, and I started a treatment regimen that now includes breo and spiriva inhalers, zileuton, and budesonide rinses 2 x daily. I later (2019) developed significant reactions to alcohol, especially wine and beer. After as little as 2 ounces my sinuses swell up enough to restrict the air flow through my nose significantly, I get headaches, and I experience fatigue and other flu-like symptoms through the next day. I had not previously had this issue. These episodes have repeated on a regular basis since then. They appear to be triggered by a respiratory virus, some form of respiratory distress, alcohol consumption and/or poor air quality. I live in (B)(6) and experienced another episode in (B)(6) 2020 from the wildfire smoke. After the virus has set in I experience escalating symptoms as described above that continue for weeks (the first was 10 weeks, the second 8 weeks. Etc.). I've probably had at least 6 episodes all told, including the present episode. However, because this condition is unusual it has been difficult to get proper medical attention when I present to a provider who does not know my history. This past weekend I was about 3 weeks into another episode that began with a respiratory virus, my wife had it about 5 days after I started, but recovered quickly. I began treatment with a 5-day prednisone course and a z-pack. After I finished the meds I felt better, although not 100% (maybe 60%). The next day, a saturday, I became very short of breath and dizzy after mild exertion, which did not alleviate after an hour. I could not reach my primary provider (only a contract triage nurse), my allergist (no weekend coverage), or my sinus specialist (no weekend coverage). Hearing my symptoms the triage nurse told me to go to the ER, despite sharing my medical history. I went by ambulance, spent 4 hours there, had an EKG, and bloodwork. All vitals, the EKG and bloodwork were wnl. The providers agreed that I needed to have my prednisone treatment extended, and sent me home with a prescription. This helped, but I am still recovering. So, two months after I started using the phillips CPAP I developed an unusual rad disorder. It has worsened over time, (while I continued to use the machine), has been very disruptive in my life, requires me to take 4 different meds, wastes time, money, and medical resources, complicates getting proper care and puts me at higher risk for serious medical sequelae (e.g., covid complications). I changed machines last week and hope that will help. I have lots of medical records and lab results dating back to (B)(6) 2017 which support this complaint. FDA safety report ID # (B)(4).